Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported four patients with no improvement in best corrected visual acuity (bcva) post laser surgery. The physician noted that patients are not happy with their vision and some patients are not improving as expected at one day post op and a few patients are not improving after one week. Additional information has been requested. There are two related reports for this event. This report addresses the four patient's left eyes, and another manufacturer report will be filed for the four patients left eyes.

Manufacturer narrative:
The system history shows that the laser was verified successfully prior to the day of the complaint. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).